Event description:
Customer's mother initially called about off no power alarm. Mother stated that her son was in the hospital due to high blood glucose levels and is on IV. She also stated that her son was staying at her sister's house and the infusion set has been in the site for 5 days without changing. Alarm history showed 2/11 off no power and 2/10 low battery.